Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. This crt-d remains in service at this time. No adverse patient effects were reported.